Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the distal end has a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end has a burn. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.